Event description:
This is filed to report the gripper actuation issues. It was reported that during device preparation of the clip delivery system (cds) one of the grippers did not fully lower on several occasions when actuating both grippers simultaneously. After both grippers were raised and the clip was closed and re-opened, both grippers could fully lower. The physician decided that the clip was functioning as intended and the clip was used to continue the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not received. The information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on all available information, a cause for the reported difficulty lowering the gripper could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a